Manufacturer narrative:
This report will be updated following completion of laboratory testing.

Event description:
Report that this device generated a code#1003. The patient was presented to the electrophysiology laboratory and the device was successfully explanted and no patient adverse effects were reported. The device was received at boston scientific's return product department and is currently undergoing detailed analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Report that this device generated a code#1003. The patient was presented to the electrophysiology laboratory and the device was successfully explanted and no patient adverse effects were reported. The device was received at boston scientifics return product department and is currently undergoing detailed analysis.